Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs069. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2018 with the following findings: review of the black box data and alarm history revealed records of call service 087 alarms. On investigation, the issue was duplicated on investigation during rewind. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.